Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a cyst in the breast on the same side as the neurostimulator (ins) was implanted. According to the technician performing the ultrasound, cysts were more often present in patients with pacemakers in the breast. No diagnostic/troubleshooting was performed and no further follow up other than normal breast cancer screening procedures. No interventions were performed, but the issue wasn't resolved at the time of the event. Additional information was received: it was reported that the technician who executed the ultrasound told the patient that those cysts were more often observed when a stimulator/pacemaker was implanted. According to the technician they though it was related to the dbs, but there was no way to prove it. It appeared the ins was implanted past the use by date, after careful assessment they prolonged the expiration date due to covid complications and the device that needed to be used was out of production.